Event description:
It was reported that the hemoglide was placed in 2006 and removed five days later as the catheter had cracked and there was leakage.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.